Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Reportedly, prior to customer's last cartridge alarm the bg due to the issue was 537 mg/dl. Customer's blood glucose (bg) was 537 mg/dl. A correction injection via manual injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.